Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an ent procedure, the coblator ii caught fire, there was a lot of smoke. The procedure was completed using a smith and nephew back up device in another operating room. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection of the returned device show a broken warranty void. The unit have been previously opened. The manufacturing date is 2023-06-26; no manufacturing anomalies were found. The top cover of the unit was opened. There were different internal damaged components visually found. A bloated electrolytic capacitor, a burnt transformer [t3) which shows an abnormal discoloration, indicating overheating and a broken off coil. The mainboard is defect. A functional evaluation was not possible cause of the burnt mainboard. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with electrical component failure. Factors that could have contributed to the failure include a power surge in the controller or a failure of an internal component. No containment or corrective actions are recommended at this time.